Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about insertion site). It was documented that the patient lost consciousness and does not remember symptoms and treatment and remained at home. An unspecified time later that same day the patient felt weak, shaking, and sweating a lot and lost consciousness. The patient´s wife called an ambulance. When the paramedics arrived, they took a bg reading which was around 160 mg/dl. The patient was taken to the hospital, the patient was conscious and treated there with IV medication. The patient was discharged after 4 hours. At the time of the report the patient was doing good. At an unspecified time, it was documented that the cgm was 76 mg/dl and bg was 256 mg/dl. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarification was provided on1/6/2025 when the values was taken. When the paramedics arrived, they took a bg reading which was around 160 mg/dl and no treatment was provided. The patient was taken to the hospital, the patient was conscious and treated there with IV medication. At the emergency room (ER) the cgm reading was 76 mg/dl and the bg reading was 256 mg/dl. The patient was discharged after 4 hours. At the time of the report the patient was doing good. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the paramedic arrived. The reported glucose values fall within the c zone of the parkes error grid in the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).